Event description:
Two laser fibers were positioned (one in the gsv, the other in the gsv-accessory) whereby the first laser fired continuously and possibly crossed sufficiently close to the other fiber such that the polymer was melted through and the quartz fiber broke or became brittle and subsequently broke. The only way to confirm this is to excise the 3.8 cm laser fiber tip from the patient and analyze the fiber tip to determine whether melting or breakage had occurred. The doctor made an informed medical decision to leave the laser fiber tip in vivo within the patient since it is inert and biocompatible; excision at the sfj region could result in significant bleeding, fistula formation, infection, and more potential morbidity.